Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: gff, gfa, hsz. Complainant received pictures. Initial reporter is j&j company representative. Reporters state: (B)(6). Device history lot: part: 351.270. Lot: 7722568. Manufacturing site: (B)(4). Release to warehouse date: 24.feb.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description, as it is clearly visible that the part is broken, based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the instrument back. Actual product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drive/connection end of drill bit has snapped off. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to de puy engineering for assessment. No further information can be obtained as the case was not reported by the customer. This complaint involves one (1) device. This report is for one (1) 13.0mm cannulated drill bit 300mm this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 13.0mm cannulated drill bit 300mm (p/n: 351.270, lot #: 7722568) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the drill was broken and scratches from field usage were observed on the device. No other issues were identified. Dimensional inspection: the shaft diameter was measured and was within the specification as per the relevant drawing. Document/specification review: the relevant documents were reviewed: no design issues or discrepancies were identified. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed as the device was broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # ==> pc-(B)(4). Investigation summary ==> complaint is confirmed as we are able to confirm complaint description, as it is clearly visible that the part is broken, based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the instrument back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot ==> part: 351.270 lot: 7722568 manufacturing site: bettlach release to warehouse date: 24.feb.2012 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch ==> null device history review ==> null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.